Event description:
Customer reportedly received a result of 30.9 mmol/l on the advantage system, and a result of 8.2 mmol/l on an unknown accu-chek system within 10 minutes. The customer reported feeling "a bit sick" with the reported results. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).